Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze when the customer picked up the radiofrequency head. It was noted that the battery was replaced and rebooting was performed following which the programmer booted up normally however shortly afterwards it froze again. No patient complications have been reported as a result of this event.